Event description:
The hospital representative reported a colleague infusion pump that was missing the backup buzzer tone during testing. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
The reported condition of a colleague infusion pump missing the back-up buzzer tone was addressed on site with technical support. Therefore, the device was not returned for evaluation and no root cause could be determined. No further action will be taken regarding this event.